Event description:
The physician was placing coils in an aneurysm, and upon inserting the second coil the hypotube kinked. The physician attempted to pull the coil back and it became stuck inside the catheter. Upon pulling on the hypotube it broke. The physician then removed the catheter and coil delivery system as a unit. No patient injury was caused, and there were no complications from the case. The physician opened a new pxslim catheter and used it with additional penumbra coils to complete the procedure. This MDR is associated with MDR 3005168196-2013-00022.

Manufacturer narrative:
Results: the catheter has a coil stuck in the distal end. The catheter is pinched / ovalized where the coil is located. The hypo tube on the proximal end of the pusher is kinked as described in the complaint. The coil stretch resistant (sr) wire is broken and the proximal constraint ball is still inside the distal detachment tip (ddt) of the pusher assembly. The catheter is non functional. This catheter is pinched / ovalized and the coil is stuck inside. The pusher is non functional. This pusher hypo tube is kinked on the proximal end. Conclusion: the complaint has been evaluated and confirmed. During the procedure the physician kinked the hypo tube on the pusher. The event likely occurred due to the following sequence of events: the distal end of the catheter lumen became compromised either in patient anatomy or due to handling when the catheter was inserted into the patient. The ovalization in the catheter tip caused resistance when the coil was advanced through the catheter. When the physician attempted to further advance the coil again the resistance, the force that was used exceeded the compression force of the pusher assembly hypo tube and caused it to kink. The force that was used to then retract the coil exceeded the tensile strength of the coil sr wire and caused a break in the sr wire, separating the coil from the pusher assembly. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Based on the results of this investigation which was finalized on (B)(4) 2013, it was determined that this MDR should be filed as a second MDR to the initial MDR sent on (B)(4) 2013. The initial MDR was for the coil involved in the case. However, upon examination of the returned product, we became aware that the catheter was also involved in the event.